Manufacturer narrative:
Additional information received indicated that the physician repositioned the pocket site. The patient was reportedly doing fine after the revsision procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found it to be satisfactory.

Event description:
A report was received that the patient would undergo a pocket revision due to the skin thinning around the ipg.

Event description:
A report was received that the patient would undergo a pocket revision due to the skin thinning around the ipg.